Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two occipital (off-label) placement scs leads form the same lot number. It was reported the pt underwent surgical intervention to repositioned his scs lead due to the lead protruding through the skin. Follow-up identified the lead site has reportedly healed.